Manufacturer narrative:
(B)(6). H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from chinese to english: on (B)(6) 2023, when the surgeon inspected the appearance of the insulin syringe, it was found that a foreign matter on the syringe needle. The insulin syringe was immediately discarded and reported to the head nurse, and another insulin syringe with intact appearance was replaced for use during the operation, and the operation went smoothly.